Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 to address this issue. The field service engineer (fse) found that both mixer paddles were scratched indicating that they were rubbing against either the cuvettes or the wash station. The fse replaced approximately eight dirty or etched cuvettes and performed top end alignments. Instrument calibration and quality control assessments yielded acceptable results. The instrument was returned into operation after the completion of the necessary and verified repairs. The root cause is not known, but it appears to be related to hardware issues.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, high triglyceride (tg) result was generated on an unicel dxc 800 synchron system for one patient sample. The results were repeated on the same instrument as well as in duplicate on another instrument. The repeat results were lower and regarded as valid. It is not known which repeated result was reported outside of the laboratory. The initial, erroneous result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that instrument "blank absorbance high" patient results were observed during the timeframe of the event which recoverd within the normal reference range upon repeat testing. The "blank absorbance high" patient results were not regarded as erroneous as they were instrument suppressed results which did not give numeric results and hence could not be regarded as valid. The customer did not indicate any quality control results were in question. No patient information or sample handling/collection information was provided by the customer.